Manufacturer narrative:
Correction: initial reporter addr 1, initial reporter addr 2, initial reporter city, initial reporter zip, initial reporter facility name. Additional information: initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving insufficient information, disconnection, unexpected shutdown. There is no information on patient involvement and patient impact.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue due to unexpected shut down was not determined.  The reported issue that there was the pump issue due to unexpected shut down could not be confirmed.  No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving insufficient information, disconnection, unexpected shutdown. There is no information on patient involvement and patient impact.